Event description:
It was reported that the universal module electric/battery double trigger handpiece did not function, and an attempt with another battery was unsuccessful. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.